Manufacturer narrative:
Concomitant medical product: 507652 lead, implanted: (B)(6) 2016; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. There were multiple lead warnings on the right ventricular (rv) lead due to high/ undefined pacing impedance, oversensing of noise, high thresholds, and high rate non-sustained (hrns) episodes. The lead was suspected for fracture, and subsequently was capped and replaced. No further patient complications have been reported as a result of this event.